Event description:
It was reported that this patient passed away three days after extraction of this cardiac resynchronization therapy defibrillator (crt-d) system due to complications of the procedure and cardiac arrest. It was noted that this crt-d system was explanted due to an infected pocket. During the procedure, the patient became hypotensive and never recovered. The physician stated that there might have been an embolism of vegetation that was on the leads. The leads were not manufactured by boston scientific. No additional adverse patient effects were reported. This product is expected to be returned for further analysis.

Event description:
It was reported that this patient passed away three days after extraction of this cardiac resynchronization therapy defibrillator (crt-d) system due to complications of the procedure and cardiac arrest. It was noted that this crt-d system was explanted due to an infected pocket. During the procedure, the patient became hypotensive and never recovered. The physician stated that there might have been an embolism of vegetation that was on the leads. The leads were not manufactured by boston scientific. No additional adverse patient effects were reported. This product is expected to be returned for further analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.